Manufacturer narrative:
The reported events were dislodgment, failure to capture, failure to sense, muscle stimulation, and twiddlers. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead were dislodged due to twiddlers syndrome. X-ray was performed and confirmed the dislodgement. Furthermore, it was noted that the ra and rv lead exhibited failure to capture, failure to sense. It was noted that the patient exhibited discomfort due to muscle stimulation. The ra and rv lead were explanted and replaced. The patient was stable throughout.